Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing of atrial signals on the right ventricular (rv) channel, resulting in pacing inhibition and a lower rv pacing percentage. Rv automatic gain control (agc) was increased from 0.6 mv to 0.8 mv. Rv blank after atrial pace was increased from 65 ms to 85 ms, but the crosstalk oversensing persisted. Technical services (ts) discussed other troubleshooting options and programming considerations. This crt-d remains in service. No adverse patient effects were reported. Additional information received reported that rv sensitivity was decreased to 1.5 mv. This crt-d system remains in service, and a three-month follow-up appointment was scheduled. It was noted that the following cardiologist did not want a referral for an electrophysiology consultation. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing of atrial signals on the right ventricular (rv) channel, resulting in pacing inhibition and a lower rv pacing percentage. Rv automatic gain control (agc) was increased from 0.6 mv to 0.8 mv. Rv blank after atrial pace was increased from 65 ms to 85 ms, but the crosstalk oversensing persisted. Technical services (ts) discussed other troubleshooting options and programming considerations. This crt-d remains in service. No additional adverse patient effects were reported.